Manufacturer narrative:
Based on the information provided by the hospital and the ge healthcare field service engineer, it is understood that the patient was being loaded onto the table at the time of incident. The patient's head reportedly came in contact with the head holder when the patient was being moved into the head holder position. As a result, the patient required eight stitches. After the incident occurred, the head holder was inspected for any damage or defects and no defects were found. The head holder was not replaced and was unavailable for further analysis by engineering; however, the head holder specifications were reviewed. It was confirmed that the lcc axial head holder drawing includes a ctq specifying ¿full radius, no sharp corners¿. This ctq covers all areas that could be contacted by the patient. Therefore, the head holder has requirements to prevent an injury to the patient. Further, the material and geometry of the head holder are designed to minimize any impact to image quality. Based on the information available, the root cause was determined to be operator error.

Manufacturer narrative:
Ge healthcare¿s investigation is ongoing. A follow up report will be submitted after the investigation has been completed. Patient data not provided due to country privacy laws. Initial reporter data not provided due to country privacy laws. Device manufacture date unknown. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient's head hit the corner of the head holder during table onboarding. The patient was injured and required 8 stiches. No report of device malfunction.